Manufacturer narrative:
There is a temporal relationship between the patient event of abdominal pain, nausea and vomiting with subsequent hospitalization for peritonitis and ccpd therapy on the liberty select cycler with the cycler set. Per the medical records, the peritonitis was caused by the pd catheter (not a fresenius product). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. There is no allegation against the liberty select cycler or cycler set related to this event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported on medical records received for an unrelated customer experience that the patient was hospitalized for peritonitis. Additional information was solicited and received. The patient presented to the emergency room (ER) on (B)(6) 2017 with abdominal pain which started at approximately 1300 hours that day and worsened with deep breaths. The patient complained of fever, chills, nausea, vomiting, feeling constipated and having a headache. The constipation is a chronic issue for which the patient stated she takes stool softeners. The patient noted that her blood pressure was on the low side (no values noted) for the past couple of days, but that was normal for her. Vital signs in the ER were 104/63, heart rate 112, respiratory rate 18, pulse oximetry 94% on room air and temperature 37.1°. The patient underwent a paracenteses in the ER as well as an abdominal ultrasound. The ultrasound was negative for any gallbladder issues. The patient was subsequently admitted to the special care unit of the hospital with a diagnosis of peritonitis due to her dialysis catheter (not a fresenius product). The patient was to be monitored on telemetry as she was tachycardic and hypotensive. The patient was started on gentle intravenous (IV) hydration as she is anuric and was initially treated/prescribed vancomycin and cefepime (route, dose, strength, frequency and duration unknown), but was switched to vancomycin for two weeks intraperitoneally (ip) after cultures resulted positive for staphylococcus epidermidis and staphylococcus hominis. The medical records state that the patient was septic, but blood cultures were negative and lactic acid levels (unknown values) were unremarkable. The patient was continued on proton pump inhibitors, omeprazole magnesium, 20mg capsule daily. Dialysis treatment during hospitalization is unknown and unknown if any fresenius product were utilized. No additional treatment is documented. The patient was discharged (B)(6) 2017 and disposition is unknown.